Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose level was 137 (mg/dl). During a follow up, the customer stated the battery was depleting as expected. Reportedly the customer would continue to use the pump for insulin therapy.